Event description:
The customer was hospitalized for high bgs and dka. The programming. Bolus history, and insulin concentration were correct. In addition, a fixed prime test was completed and the insulin exited. The high-pressure test was completed and passed.